Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
The healthcare professional reported through a manufacturer representative that during a (B)(6) 2016 surgery, it was ¿found the wire was too short to meet the specification for use.¿ it was noted that the doctor had to replace the lead with a new one in order to complete the surgery. The patient was stable following the procedure.

Manufacturer narrative:
Analysis found no anomaly with the lead. The measured lead length matched the model returned. (B)(4) no longer apply. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.